Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the malfunction reoccurred.